Event description:
It was reported that the pt, who is bilaterally implanted, was not hearing well from his left implant and that a trauma might have occurred two months ago.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.